Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the foot pedal was sticking. The fe reported the system produced uncommanded x-ray. This malfunction curred with patient involvement and may have resulted in a possible accidental radiation occurrence. There is no report of injury or death.